Event description:
It was reported that there was a recurrence of myopotential oversensing. Device reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that myopotential oversensing and post-paced t wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
The device was reprogrammed.